Event description:
It was reported to philips that the system gave a "blue screen of death" when booting, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck on blue screen. The fse rebooted the system and determined that the disk space was low. Upon troubleshooting actions, the fse recreated the image store and identified that the host pc was failed to boot up due to the corrupted hard disks. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.